Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, loss of capture, and high undefined impedance. A procedure was performed to reposition the lv lead. During revision procedure the lead was observed to be fractured with a hole in the lead near the patient's clavicle. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, loss of capture, and high undefined impedance. A procedure was performed to reposition the lv lead. During revision procedure the lead was observed to be fractured with a hole in the lead near the patient's clavicle. The lead was explanted. No patient complications have been reported as a result of this event.